Event description:
In 2005 co received a letter from a pt regarding a reaction that she experienced following placement of a gel mark cel-u-gel for mammotome biopsy site marker. A week after the biopsy she had a rash and experienced itching. During the following week she sought treatment for upper respiratory problems, and she later developed stevens-johnson syndrome. The pt had the metal marker removed. Prior to the breast biopsy the pt had been diagnosed with systemic lupus erythematosus. She was placed on medication for the "lupus flare-up" she described, and is optimistic that she will be able to discountinue the medication within the next month or two. Her dermatologist was unable to determine the source of the allergic reaction.